Event description:
The customer reported that after the device was rebooted into test mode, it froze and would not fully boot up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that after the device was rebooted into test mode, it froze and would not fully boot up. There was no reported pt involvement. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.